Event description:
A customer contacted beckman coulter (bec) reporting that the automated differential for lymphocytes (ly%) for one patient sample run on the unicel dxh 800 coulter cellular analysis system did not match the manual differential count which was considered correct. The erroneous results for this patient sample were reported out of the laboratory. A review of the data provided by the customer showed low ly% and high neutrophil (ne%) results without instrument generated flags compared to the correct manual results. There was no change to patient treatment as a corrected report was issued.

Manufacturer narrative:
The patient sample was collected in a lavender topped edta tube and stored at room temperature. Centrifugation information was not provided by the customer. The customer indicated that quality controls were within the laboratory established ranges prior to and after the event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found no instrument problems. Latron controls, vcsn pressures, and all qc results were within specification. The fse also performed the conductivity procedure and made a slight adjustment to the differential preserve pump volume. The fse also compared five (5) patient samples run on another instrument and all differential counts correlated. The fse reran a redraw of the reported subject patient that previously showed low ly and now all differential counts yielded within normal range. Failure mode is unknown for this event as the fse found no instrument issues. Per labeling, beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.